Event description:
Pt experienced good pain relief initially with implanted pump. Within two mos of implant, the physician noted volume discrepancies at refill. A rotor study was done to confirm that the pump was functioning properly. The pt began experiencing symptoms of underinfusion, then overinfusion of medication. The physician explanted the pump, and replaced it with a new device.

Manufacturer narrative:
H6- analysis reveals extended flow test was slightly high. Device failure occurred and was related to the event.